Event description:
During a coronary drug eluting stenting treatment procedure, a catheter shaft fracture occurred. The non tortuous, moderately calcified, 95% stenosed lesion was located in a tight mid marginal. The lesion was predilated with a 1.5x20mm maverick balloon. The taxus express2 2.25x24mm drug eluting stent was placed. The stent balloon was inflated to 12 atm's and the "stent kinked." It was removed from the patient and then the shaft snapped. Further clarification indicates it was the balloon catheter shaft that kinked. The procedure was completed with a cypher select stent. No patient complications occurred. Patient status is "ok".